Event description:
It was reported that the device was defective and had a faulty attachment. At the time of report there was no patient involvement re ported.

Manufacturer narrative:
H3: product analysis: evaluation determined the reported allegation to be confirmed . The likely cause of the failure was due to distal bearings being detached. It was also noted that the compression nut is partially unscrewed and laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.